Event description:
A button issue was reported by the customer via email. There was no reported impact to the customer¿s blood glucose level. The customer declined any follow-up from the technical support team.